Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was attempted to be implanted within the transverse colon on (B)(6) 2012 during a stent placement procedure. According to the complainant, the patient was being treated for a malignant, large bowel stricture. The patient's anatomy was not tortuous. No visible issues were noted to the device. During the procedure, the stent was advanced through the scope and into the target lesion. The physician started to retract the outer sheath in an attempt to deploy the stent; however, strong resistance was met and the stent was unable to deploy. Under fluoroscopic guidance, it was noted that the stent had only deployed half way. The physician attempted to reconstrain the partially deployed stent in order to reposition it within the patient; however, the stent was unable to be reconstrained. Additionally, it was noted that the distal handle had detached from the outer sheath. The device was removed from the patient and another wallflex enteral colonic stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was attempted to be implanted within the transverse colon on (B)(6) 2012 during a stent placement procedure. According to the complainant, the patient was being treated for a malignant, large bowel stricture. The patient's anatomy was not tortuous. No visible issues were noted to the device. During the procedure, the stent was advanced through the scope and into the target lesion. The physician started to retract the outer sheath in an attempt to deploy the stent; however, strong resistance was met and the stent was unable to deploy. Under fluoroscopic guidance, it was noted that the stent had only deployed half way. The physician attempted to reconstrain the partially deployed stent in order to reposition it within the patient; however, the stent was unable to be reconstrained. Additionally, it was noted that the distal handle had detached from the outer sheath. The device was removed from the patient and another wallflex enteral colonic stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Manufacturer narrative:
Patient is over 18 years old. (B)(4): stent partially deployed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 40 mm. The outer sheath was kinked and accordion at several locations along its length. The distal handle was detached from the outer sheath; however, approximately 1 mm of the outer sheath was still attached to the distal handle. The stainless steel shaft was bent at mid shaft. During a functional analysis, it was not possible to retract the outer sheath to deploy the stent. Therefore, the shaft was dissected proximal to the stent, and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner shaft. The outer sheath was unable to be moved due to its buckling/accordioning. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The damage found to the outer sheath is consistent with excessive tensile force having been applied to the shaft. Therefore, the most probable root cause classification is operational context.